Event description:
It was reported that, "pt came into surgeon's office stating that she heard a pop in her knee while trying to get up. X-rays showed the screw from the insert to be moving proximally out of tibial insert. Interoperatively surgeon removed the screw that proved to be broken. He was able to remove the head of the screw and the piece that was stuck in tibial baseplate. He then proceeded to implant a new small 16mm total stabilized insert."